Event description:
During an unrelated procedure, over-sensing was observed on the right atrial (ra) lead. The cause of the event was due to insulation damage that was visually confirmed. The ra lead was repaired during the surgery to resolve the event. The patient was stable and will continue to be monitored.